Event description:
It was reported that an access set had blockage due to the white clamp. This occurred during priming with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and underwater leak testing were performed. The underwater leak test identified flow obstruction in the assembly between the injection site and the tubing. The reported condition was verified. The cause of the condition was determined to be an excess of solvent applied during the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.